Event description:
I have soaked my contacts in clear care plus solution for a year now with no problem. The other day, though, I started a new bottle and immediately noticed that when I went to insert my contacts after having soaked them longer than the required 6 hours, they burned and stung so bad I had to remove them. My eyes were red, but because I rely solely on my contacts, I had to try again. I found that when I rinsed them extensively with saline solution, they didn't burn as bad. Thinking that somehow I had done something wrong, I tried again the next day-only to have the exact thing happen. I noticed that when I put the contacts in the container provided, much of it boils out, and by morning, there is very little left. I had no idea until I read your article, that the container is supposed to have a disk in it that neutralizes the solution after a certain time. I am now wondering if the container I received in the box is defective? When and how was error discovered: upon inserting the contacts in my eyes. (B)(4). Reference report: #mw5149752.